Event description:
Additional information was received stating the cause of the migration was likely due to disease progression; neck dilation.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm 5.5 years ago. Aneurysm morphology from the time of implant is unknown. It was reported that during a routine follow up CT scan, the bifurcated graft migrated distally about 1.5 cm. There was no evidence of a proximal type I endoleak. The aneurysm has enlarged to 8.6 cm in diameter with evidence of a type ii endoleak. The physician decided to coil the lumbars resolving the type ii endoleak. No intervention plans have been made for the migration. No clinical sequelae were reported and the patient is fine. Film review analysis: review of returned films post-implant show that the stent graft is 1-1.5cm below the renals. The neck is angulated approximately 50deg a-p. The neck diameter at the neck is 25x24mm, and is 28mm at the level of the proximal graft margin. The aaa max diameter is 8.5cm. There is a type ii endoleak; possibly from 2 sources. The limbs are patent and there is good distal sealing bilaterally. Images immediately post-implant and vessel morphology at implant was not provided; the initial placement of the stent graft is unknown. The cause of the reported migration could not be determined.

Manufacturer narrative:
Results, conclusions: disease progression; neck dilation.

Manufacturer narrative:
(B)(4). Results: migration. Cause of the migration is unknown. Anatomy related; type ii endoleak. Conclusion: cause of the migration is unknown. Migration. Anatomy related; type ii endoleak.